Event description:
It was observed that during the device inspection, the duodenvideoscope exhibited a stain inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Dirt (foreign matter) could be confirmed inside the light guide lens, but the dirt (foreign matter) could not be identified. Because the foreign matter was attached to an area other than the outer surface of the scope, it was not possible to remove it through reprocessing. It is likely that the adhesive around the light guide lens has peeled off due to physical stress such as hitting the tip of the scope or dropping the tip, or chemical stress from the chemical solution used, and moisture has entered the light guide lens. The detection method is described in the instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.